Manufacturer narrative:
The pc was replaced and the system was returned to use in good working order. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that a too long delay of image processing occurred on the frontal x-ray pc occurred.the clinical use of the system was in use.there was no harm reported to philips.